Manufacturer narrative:
MFR received a medwatch report (B)(4). Smoke was observed after repositioning a recliner chair. MFR is working to obtain product involved in the alleged incident. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance, or a device modification may have caused or contributed to this incident. MDR filed based on smoke observed.

Event description:
The medwatch report alleges the reclining chair was smoking after the consumer repositioned the chair. No injury is alleged.